Event description:
Five endeavor sprint drug-eluting stents were implanted in an overlapping fashion. (MFR report# 2953200-2008-01053-01057). Investigator reported a spontaneous gi bleed occurred six days later, while on antiplatelet therapy. Patient required 5 units of auto-transfusion. Investigator has indicated that event was not related to the study stent. Patient was asymptomatic at 30 day follow up.

Manufacturer narrative:
Other, secondary intervention - other, spontaneous bleed - evaluation results: spontaneous gi bleed.